Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 399945, lot#: v013893, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 399945, serial/lot #: (B)(4), ubd: 20-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that they had a lead revision in the past because the leads had become loose, not secured.